Event description:
A malfunction on a pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer received pump reset information and assistance from technical support, successfully reset the pump, and was advised to continue using it and to call back if any malfunction code recurs. The caller acknowledged and understood the instructions.